Event description:
It was reported that a patient experienced peritonitis, positive for fungus and yeast, coincident with automated peritoneal dialysis (apd) therapy. The peritonitis was manifested by pain. The cause of the peritonitis event was unknown. On the same day as the onset, the patient was hospitalized for the peritonitis. The next day after the onset, the patient was treated with unspecified oral antibiotics (dose and frequency not reported) for peritonitis. The patient was discharged from the hospital after eighteen days. The treatment with antibiotics was stopped after twenty five days. At the time of this report, the patient was recovering from the peritonitis. On an unreported date, the pd catheter was removed and the pd therapy was stopped after four days of the onset of the peritonitis. The patient was started on hemodialysis after five days of onset of peritonitis. Additional information was requested but was not available at this time.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a follow up report will be submitted.